Manufacturer narrative:
The manufacturing and expiration dates were received on 06/30/2017. The corresponding fields of this report have been updated. The bwi failure analysis lab received the device for evaluation on 07/10/2017. The analysis has begun but is not completed at this time. It was noted that the sheath missing brim cap of the mold hub. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with two preface® guiding sheaths with multipurpose curve and a hemostatic valve separation occurred. The preface received was visually inspected and brim cap was detached from the sheath introducer and it was not received for analysis. No other anomalies were observed on the received unit. Then per the reported event, the ring hub was observed under a microscope and no anomalies were observed. Then a functional test was performed using a sample brim cap, which was properly assembled to the hub ring and introducing a lab sample vessel dilator several times. Neither brim cap detached nor any anomalies were observed during the test performed. In addition, the ring hub outer diameter was measured and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a hemostasis valve separated was confirmed due to the brim cap not received for analysis; however, during the functional test no malfunction was observed. Also, the hub ring outer diameter was found to be within specification. Procedural/handling factors appear to have impacted on these failures experienced by the customer. The root cause does not appear to be manufactured related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two preface® guiding sheaths with multipurpose curve and a hemostatic valve separation occurred. During the procedure, when the voltage map was being created with the pentaray nav eco catheter in the preface, the valve of the preface had come off. It is unknown if it was a full or partial detachment. There was no bleeding. The preface was replaced and mapping was attempted again and the same issue occurred. The issue was resolved by changing the preface to a competitor's sheath. The procedure was completed without patient consequence. This event is MDR reportable because there is potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death. This event will be reported under both preface sheaths used during the procedure.